Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a (B)(4) distributor on 09/13/2021: this report is associated with MFR report numbers: 1. 3005168196-2021-01950, 2. 3005168196-2021-01952, 3. 3005168196-2021-01953, 4. 3005168196-2021-01954, and 5. 3005168196-2021-02230.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician successfully placed three smart coils in the target location using the microcatheter. While advancing the next smart coil approximately a few centimeters into the microcatheter, the physician experienced resistance and subsequently, the smart coil became stuck past the hub of the microcatheter. Therefore, the smart coil was removed. Next, while advancing another smart coil approximately a few centimeters into the microcatheter, the same issue occurred. The physician experienced resistance and subsequently, the smart coil became stuck past the hub of the microcatheter. Therefore, the smart coil was also removed. Afterwards, the next three smart coils advanced slightly past their initial positions within their respective introducer sheaths before becoming stuck within their respective introducer sheaths. Therefore, the three smart coils were removed. It was also reported that the physician attempted to advance another smart coil to the target location; however, the physician was unable to advance the smart coil to the target location. Therefore, the smart coil was removed. The procedure was completed using a new smart coil, five non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01950 3005168196-2021-01952, 3005168196-2021-01953, 3005168196-2021-01954.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician successfully placed three smart coils in the target location using the microcatheter. While advancing the next smart coil approximately a few centimeters into the microcatheter, the physician experienced resistance and subsequently, the smart coil became stuck past the hub of the microcatheter. Therefore, the smart coil was removed. Next, while advancing another smart coil approximately a few centimeters into the microcatheter, the same issue occurred. The physician experienced resistance and subsequently, the smart coil became stuck past the hub of the microcatheter. Therefore, the smart coil was also removed. Afterwards, the next three smart coils advanced slightly past their initial positions within their respective introducer sheaths before becoming stuck within their respective introducer sheaths. Therefore, the three smart coils were removed. The procedure was completed using a new smart coil, five non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.